Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up in clinic, x-ray imaging was performed which revealed an externalization of the conductor wires on the right ventricular (rv) lead. All electrical parameters were normal, and no further intervention has been taken at this time. The patient was stable and will continue to be monitored.